Event description:
It was reported that during a bypass roux-y procedure, at the time of stapling the instrument made a noise, loosened a metal piece and stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. However a rattling noise was heard during testing. Additionally the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon firing, the device was disassembled to verify the internal components and the closing trigger was found broken in the area where it latches with the closure link. Furthermore the closure link pin was noted to be out of position. While no conclusion could be reached as to how the closing trigger became damaged, and the closure link pin to be out of its intended position it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.